Event description:
Customer reported an issue with the dpm 6 monitor, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced module rack communication boards. This unit was calibrated, performance and safety tested to factory specifications.